Event description:
Per the physician, the patient experienced a blow to the head which lead to dislodgement and ultimately the extrusion of the internal magnet. The patient underwent revision surgery in 2006 to reinsert a new magnet and is reportedly doing well.

Manufacturer narrative:
Implanted device remains.